Manufacturer narrative:
B5: describe event or problem - updated d4: lot number - updated it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during prior to a pulse field ablation (pfa) procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. Prior to the procedure, the scrub tech and doctor both tried to flush the flush port and it would not flush. Visible air was also reported. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed. It was further confirmed that before entering the body and during the testing process, the catheter would not fully flush through the flush port. There were visible saline/air bubbles lodged in the flush port, but the catheter itself would not flush.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the correct lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during prior to a pulse field ablation (pfa) procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. Prior to the procedure, the scrub tech and doctor both tried to flush the flush port and it would not flush. Visible air was also reported. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.